Event description:
Pt at about 5 months post-op; began complaining of knee pain when walking and also at rest. X-rays taken showed knee to be well aligned and no signs of loosening or other reason for pain. Pt kept complaining so pt was brought to surgery and knee was re-opened. The tibial baseplate was removed and replaced with one size smaller. The knee was then closed. The surgeon could find no real reason why this pt should have knee pain.